Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One 8 fr angio-seal vip device was received for product evaluation. The hemostasis sheath and carrier tube were returned along with the header bag. No poly foil pouch was returned. Visual inspection revealed that it was noted that the anchor of the carrier tube assembly was fully exposed, and the bypass tube was dislodged and located near the distal tip of the carrier tube. There were no damage or deformation noted with the anchor and bypass tube. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was examined, and no anomalies were noted. No other visual anomalies were noted. Functional testing was conducted the bypass tube was moved over the anchor manually to set to on its manufacturing position. There was no issue noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" and which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the carrier tube was pulled from the pouch without completely opening it, which may result in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was attempted to be inserted into the insertion sheath, as the anchor was found already exposed from the device, the device was not used and manual compression was applied to achieve hemostasis (0.75 hr.). Subsequently, hemostasis was successfully achieved by manual compression only. There was no obstacle to open the pouch. The physician requests investigation to determine why the anchor was already exposed from the insertion sheath when the pouch was opened. There was no health damage to the patient. The estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.